Event description:
The stent came off the balloon.

Manufacturer narrative:
The returned product contained the stent, a 7french cook check flow performer introducer, and a stent snaring device. The stent was still located on the end of the snaring device and bent in the middle of the stent. The stent itself showed no signs of being deployed. There was slight damage to the proximal end of the stent. There was a small kink also visible on the cook introducer. A review of the data from quality control indicated successful passage of the lot. With no additional procedural details it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore, determine root cause.